Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation; however, it cannot be determined if this device is the device at fault. A visual inspection was attempted, but the testing concluded that we are unable to perform an investigation to determine the cause of failure, due to only the applicator being returned. The customer's complaint of a missing sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.